Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the data and observed a significant spike from values in the high 70s to out-of-range measurements. Ts recommended continued monitoring to determine whether this was an isolated occurrence. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the data and observed a significant spike from values in the high 70s to out-of-range measurements. Ts recommended continued monitoring to determine whether this was an isolated occurrence. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.